Event description:
It was reported that the patient experienced ineffective therapy following a fall and one lead exhibited high impedances. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.